Event description:
It was reported that during device implant the surgeon ¿actually that one trimmed the pump connector off¿. The surgeon had limited supplies of catheters. Troubleshooting was performed. It was discussed that the pump connector that was cut off may be able to be used and another catheter segment could be connected using a pin. However; the caller stated that the surgeon may end up replacing the whole catheter. No patient symptoms were reported. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant product: product ID 8703w, serial# unknown, product type catheter. (B)(4).